Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the customer went to the emergency room (ER) due to elevated blood glucose (bg) level of 515 mg/dl with ketones. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER five hours later with the issue resolved and no permanent damage. Reportedly, the customer was using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. System check with tandem technical support confirmed that the pump and related supplies were operating as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.